Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml. The system was tested and verified as ready for use. Isi has requested the mtml involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/ lymphadenectomy procedure was performed on system sk4859 on 5-july-2022. This complaint is reportable malfunction event due to the following: mtml was not working after the start of the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the prograsp forceps and fenestrated bipolar forceps instruments on the left master tool manipulator (mtm) were not working properly. The customer had to apply some external force in closing and opening the instruments intermittently. The technical support engineer (tse) suggested the customer to reset the instrument and drape and then recheck. The customer confirmed that the issue remained same after resetting the instruments and drape adaptor. The tse suggested to swap the instrument to right side and check. The customer confirmed that both instruments were working normally in right control. The tse asked the customer to check mtm control assignment to confirm the issue. The customer confirmed issue was only on the left mtm. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure on the left mtm. The system initially powered on without errors.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported complaint during calibration (via matlab). The gimbal grip pads, grip lever, inner grip spring, and outer grip spring will replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.